Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the caller in resetting it. The malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappears. The caller acknowledged and understood the guidance provided.